Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same patient as 6000089-2007-01727. It was reported that post a coronary drug eluting stenting treatment procedure, restenosis and thrombosis occurred. In 2007, the physician placed an express2 2.5x20 mm bare metal stent to the non-calcified, moderately tortuous, proximal to mid left anterior descending (lad) artery. The stent was post-dilated. The patient was prescribed aspirin and ticlopidine post procedure. The patient's status post procedure was good. In three months later, catheterization was performed for follow-up and in-stent restenosis (isr) of the previously placed taxus stent was noted by the physician. The isr lesion was dilated by a balloon, unknown type and size. A 3.0x23mm non bsc stent was then placed in the proximal to mid lad. A dissection occurred in the distal side of the non bsc stent. A taxus express2 2.5x20mm drug eluting stent was placed in the distal lad overlapping the non bsc to treat the dissection. The taxus stent was post dilated. Angiography confirmed that the stent was well expanded. In the following month, the patient discontinued antiplatelet therapy due to an upcoming dental extraction. Five days later, the patient presented with chest pain and angiography confirmed a thrombosis was inside the proximal non bsc stent. The thrombus was aspirated and the lesion was dilated several times. The patient's status post procedure was noted as good.